Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and pop. It was reported that the patient underwent repair of right inguinal hernia on (B)(6) 2007 due to right inguinal hernia. It was reported that the patient underwent excision of polypropylene vaginal mesh at the anterior cervical portio and anterior vaginal epithelium and cystoscopy on (B)(6) 2009 due to exposure of vaginal mesh with vaginal discharge and bleeding. It was reported that the patient underwent colonoscopy with polypectomy on (B)(6) 2012 due to 0.8 cm polyp, semi-pedunculated, removed with cautery sigmoid colon, diverticulosis sigmoid mild, small internal hemorrhoids and mild melanosis coli. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent removal on (B)(6) 2010 and (B)(6) 2012 due to pain and dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-04338 and medwatch 2210968-2012-04337. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.